Event description:
It was reported that the apexpro telemetry server (ats) shut down due to a fan failure. The ats unit lost telemetry monitoring for 20 minutes affecting 16 pts. Alternate pt monitoring was not available. There was no serious injury or death associated with this event, nor was medical intervention required.

Manufacturer narrative:
Ge healthcare's investigation is based upon info provided by the ge field engineer (fse) regarding this specific issue. The fse determined that the apexpro telemetry server (ats) cpu fan had failed, resulting in the loss of monitoring. The cpu fan was replaced. Symptoms reported by the fse are consistent with a cpu fan failure. A review of the service history of the ats showed the cpu fan had not been replaced since it was installed approx 4 years ago. Given the ate of the cpu fan, its susceptibility to this type of failure and the frequency of occurrence is significantly increased over time. The issue has not reoccurred since the cpu fan was replaced.